Event description:
The following has been reported: customer reported "priming occlusion" when back priming. "Upstream occlusion". No occlusion clamps." Issue occurred while using lvp-0004 s/n (B)(6). A preliminary review of the logs identified the following issue: set-0013-25 upstream blockage on secondary. Test infusion, but no pump problem assumed unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. An upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. Small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. Current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) final physical inspection related to occlusions on the admin set, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections